Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the snare was advanced through the scope and positioned within the patient's transverse colon. When cautery was applied to the target polyp, the tip of the snare loop was reported to break off inside the patient. The snare and scope were removed from the patient and a bsc hot biopsy forceps was used to remove the detached fragment. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the snare was advanced through the scope and positioned within the patient's transverse colon. When cautery was applied to the target polyp, the tip of the snare loop was reported to break off inside the patient. The snare and scope were removed from the patient and a bsc hot biopsy forceps was used to remove the detached fragment. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A biopsy forceps device was used to remove the detached fragment. A bsc hot biopsy forceps was used to complete the procedure. Visual evaluation of the returned device found the loop to be broken, and both exposed ends exhibited evidence of molten material. No fracture was observed, and no material anomalies were noted. A kink was found in the distal portion of the sheath, but the unit extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the tip of the snare loop detached; the complaint was confirmed. The evaluation found that the failure occurred due to exposure of the device to high temperatures; therefore the most probable root cause of this event is user error, as it is likely the device was subjected to excessive electrical current. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.